Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The suspected peritonitis was manifested by abdominal pain as well as discolored and cloudy effluent. The cause of the suspected peritonitis is unknown. Patient hospitalization was not reported. The patient was treated for symptoms; however, medication, dose, route, frequency and duration were not reported. Action taken with therapy was not reported. At the time of this report, it is unknown if the patient has recovered from this event. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent and abdominal pain in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).